Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml exactamix eva tpn bag had leaked amino acid dextrose solution (aads). This event occurred during patient infusion, while the patient was connected. It was further reported that approximately sixteen (16) hours after the continuous infusion had started, the bag was noted to be drained of aads. The aads solution leaked from the bag onto the floor from the spike. The bag had been spiked with a non-baxter tubing set. This event resulted in the event of the patient being without aads until later that same day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted the spike port cover was removed at the cap for the infusion. No other issues were identified. A functional leak testing was performed by filling the bag with tap water and plugging the hole where the device had been spiked. No leaks were observed. The reported problem was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.